Event description:
The customer alleged, the unit was leaking cidex opa solution and the spray arm was not spinning. The customer stated no injuries were involved from the event. A field service engineer (fse) went to the facility, assessed the unit, and resolved the issue. The unit is currently in full operation.

Manufacturer narrative:
The vendor evaluated at the customer's site. The fse arrived and discovered the cidex opa tank was leaking at the crack around heater element. The fse replaced the tank and verified functionality. The fse also performed test cycles without any issues. The unit met the MFR's specifications. The fse reset the timer and counter for the customer.